Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in march 2023. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue section) of two (2) minicap extended life pd transfer sets. The event was further described as ¿coming apart between the dark blue tip and the light blue section." This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.